Manufacturer narrative:
The investigation of high purge pressure and pump stop has been completed. There were no data logs returned. The pump was returned and there was biomaterial wrapped around the impeller and in the purge gap. There was a kink right at the motor housing, however when the coating on the catheter was cut back, there was blood on both sides of the kink. The pump passed electrical testing. According to the clinical details, they got high purge pressure on 10/15 and tpa was started but it was unsuccessful. The pump then stopped on 10/16. Based on the returned product and clinical details, the high purge pressure is a cascading event from a buildup of biomaterial that lead to a pump stop. The root cause of the pump stop is most likely due to biomaterial as there was high purge pressure that didn't resolve with tissue plasminogen activator (tpa). G1 reporting contact email revised on manufacturer device report 1220648-2024-22602 in accordance with updated procedures.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.    As noted in the impella instructions for use: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the patient was on impella 5.5 support when there was high purge pressure. The lysis protocol was initiated. However, this was unsuccessful and the pump stopped. The pump was explanted and the patient was stable.